Event description:
Customer alleged calf contact with support bars underneath the bed. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model bar600ivc, serial number/date code (B)(4) is approximately 1 year 7 months old. The owner's manual part number 1123842 rev g (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers preexisting medical condition consists of lymphatic filariasis / elephantitis of the lower extremities. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the bed was set-up accordingly. The support bar underneath the bed allegedly extends approximately 1" to 1.5" past the frame. The dealer has filed it down and added round head screws that are covered with plastic and did this to both support bars. The consumer sustained minor cuts and had a home health nurse bandage the cut. The consumer is doing better now.